Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints revealed no indication of a lot-specific product quality issue. Based on available information, the reported partial clip movement and difficult or delayed positioning (leaflet capture) appear to be due to challenging patient anatomy. The unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report partial clip movement and medical intervention it was reported that this was a mitraclip procedure treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted prolapse and flail on p2/p3. The first clip delivery system (ntw cds 00825u106) was advanced to the mitral valve, and the clip was placed. However, capturing the leaflets was difficult. Then the clip was deployed. The clip was stable on both leaflets; however, fluoroscopy showed the clip moving while on the leaflets. Therefore, a second clip was deployed to stabilize the clip (nt 00803u240). Two clips were deployed, and mr is 4+. There was no reported clinically significant delay in the procedure. No additional information was provided.